Manufacturer narrative:
The explanted devices will be not returned to bsn.

Event description:
A report was received that the patient's lead displayed high impedances. The patient underwent a revision procedure wherein the leads were replaced. The physician did not suspect device malfunction. The patient was reportedly doing well following the procedure.